Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify low suspend due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The insulin pump detected a possible issue with the motor. Insulin delivery had temporarily stopped to ensure your safety. The customer was able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.